Manufacturer narrative:
(B)(4). (B)(6). This device was returned for service; however, did not meet manufacturing specifications during pre-repair assessment. During repair, it was determined that the reported condition was duplicated and confirmed. The assignable root cause could not be determined because the evaluation is still pending. If additional information should become available, a supplemental medwatch report will be sent accordingly.

Event description:
It was reported from (B)(6) that during service and evaluation, it was observed that the battery handpiece device housing was deformed, the gear had seized, jammed and moved heavy. It was further determined that the device failed the following pre-tests: check proper function of the triggers, check the incompatibility with lid of trs recon saw, check of free moving, check falling out protection (steal ring), check fitting of the lids, check function of all modes and check response of on/off trigger. It was noted in the service order that the device was not working properly while in use with the lid device and quick coupling devices. This event did not occur during surgery. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
During further evaluation, it was determined that that the assignable root cause was due to improper maintenance. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.